Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an unspecified barrel clamp failure. Per the reporter, the device was recalibrated and the device is working properly. The issue occurred before patient use.